Event description:
Independent repair center customer alleged alarming/red light ,and the key failure is the compressor is noisy. Associated malfunction for this device: inlet filter dirty, pe valve leaking.